Event description:
While testing a 1:5 estylus contra angle at our facility on (B)(6) 2014, the attachment overheated.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The root cause was found to be set/tail/head assembly, excessive use/abuse.